Event description:
It was reported that during the implant procedure, the physician expressed concern that the lead design was possibly responsible for consistent low r-waves, despite impedance and threshold being good. The r-waves had decreased from 7 mv at first check to 5.5 mv at final check through the device, but the next morning before patient discharge the value was 9 mv. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2014. (B)(4).